Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up due to inappropriate shock. Upon examination, it was noted that the right ventricular (rv) lead had noise and high pacing lead impedance. Cause of shock was not determined. The physician explanted and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.